Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend did not engage with the tissue. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The surgeon was sealing at the time of the issue. No sealing during the procedure. No errors occurred when the vessel sealer issue occurred. The seal cycle did not complete with fast audible tones as expected. No tissue effect observed during the sealing cycle. No tissue was cut that was not fully seated. The jaws did not make contact with clip, suture, staple or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. No unexpected bleeding was experienced by the patient. The surgeon has no idea what caused the issue with the vessel sealer.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The vse moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing.